Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During an "est" procedure, it was reported that the wire of the device was cut when it was energized. The device was replaced with another, and the procedure was completed. There was no report of harm/ adverse event associated with this event.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During an "est" procedure, it was reported that the wire of the device was cut when it was energized. The device was replaced with another, and the procedure was completed. There was no report of harm/ adverse event associated with this event.